Manufacturer narrative:
(B)(4).

Event description:
It was reported that false positive asystole or bradycardia episodes due to undersensing were observed. Programming changes were made. The patient is in good condition but has to come more often for follow-up due to full memory with false positive episodes.